Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry was misaligned and the door switch for the gantry was not engaging. To resolve the reported issue, the representative replaced the door switch and aligned the gantry. The imaging system then passed the system checkout and was found to be fully functional. The suspect door switch has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the ap and lateral leds on the gantry of the imaging system weren't illuminated. The rt opened and closed the gantry door and the reported issue was resolved. The issue then repeated to occur following the reported event. No additional information was provided. There was no patient present when this issue was identified.